Event description:
9 of 12 reports (different patients, same failure). Other mfg report numbers: 3013886523-2024-00228, 3013886523-2024-00229, 3013886523-2024-00230, 3013886523-2024-00231, 3013886523-2024-00232, 3013886523-2024-00233, 3013886523-2024-00234, 3013886523-2024-00235, 3013886523-2024-00237, 3013886523-2024-00238, 3013886523-2024-00239. Case 5: a facility reported a directlink module (ID 826828) with inconsistent values. The module was used with cerelink sensor (ID 826851). The sensor was explanted and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The directlink icp module was returned for evaluation: DHR: lot 179944 sn (B)(6), conformed to the specifications when released to stock. Failure analysis: the module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected according to procedures: no defect was noted. Root cause: no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.